Manufacturer narrative:
Additional information: d9: product return. H3: yes, evaluation. H4: manufacture date. H6: codes updated. Investigation results: visual inspection: the electrode was received. Apart from the broken off and missing hook and a little chipped off piece at the injection point, no further damages or missing parts were found. The fracture surface of the hook showed no hints for a material defect or a manufacturing error. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers (the following batches were produced in the specified production period 07/20: 52621462; 52624283; 52625241) and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the working tip of the hook fractured during a laparoscopic procedure and could not be found; it may have remained inside the patient's body. A spare device was available; there was a surgical delay. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.